Event description:
Account reported the original implant was (B)(6) 2011, explanted (B)(6) 2011. Replaced with another lens of the same model but higher diopter. Reason stated was incorrect power calculations. No other complications.

Manufacturer narrative:
The lens was received, evaluation is in process. Prior to release the lens met all manufacturing specifications. Our investigation suggests this event was not caused by a deficient lens but instead by the incorrect power calculations completed prior to implant. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.